Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) battery ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The battery was able to charge on the test battery charger with no anomalies observed. A review of the battery's internal log revealed that a cell pair, at one point in time, reached the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. Additionally, visual evidence provided by the site revealed that the status light on a battery charger was flashing red when the battery was placed on a battery charger. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an overvoltage fault by the analog front end integrated circuit. A possible root cause of the cell over voltage condition can be attributed but not limited to a fully charged battery connected to a battery charger. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery was flashing red when connected to the charging unit. The battery was removed from service. No patient complications have been reported as a result of this event.